Manufacturer narrative:
Lead, model 3093-33: lot# v649839, implanted: (B)(6) 2011, explanted: na. Programmer, model product ID: 3037, serial# (B)(4). (B)(4). Analysis of programmer model 3037 serial (B)(4), showed no anomalies.

Event description:
Additional information received reported that it was hard for the patient to use the patient programmer since she had a stroke. The patient was going through 3-4 pads a day and had no stimulation sensation. The patient adjusted parameters and could feel stimulation at 2.6 v.

Event description:
It was reported that experienced a loss of therapeutic effect from their implantable neurostimulator (ins), following a stroke. She was also unable to determine if the stimulation was on or off, as programmer (with antennae attached), would not communicate with the ins. It was noted that her dog had chewed the antenna. The programmer was returned to the manufacturer and the patient was issued a new patient programmer. Additional information was requested, but was not available at the time of this report.